Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) value of 52 mg/dl was entered in the pump on (B)(6) 2018. Around 1:00am the user made changes to their personal profile settings. The user lowered the carbohydrate ratio in several of their personal profile time segments. User made bolus requests while still having insulin on board (iob). There were no erratic basal rate adjustments. Lowering carbohydrate ratio settings can increase the amount of insulin recommended for food boluses. It is possible the user¿s setting adjustments lead to an overcorrection. Making bolus requests and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The failure investigation has been completed and the touchscreen issue was verified. Functional testing was performed and no failure was identified related to the undefined low blood glucose issue.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose (bg) was 48 mg/dl; cause was not known. Customer consumed food to address low bg. As the pump was still functional, customer continued to use the pump for insulin therapy.